Event description:
Wrong article, 407.662 was found inside package labeled 04.226.760. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that this article has been labeled incorrectly. The label says 407.662 but it should be 04.226.760. This package passed the labeling procedure during manufacturing process without having gone through proper control. This complaint has been deemed valid, a CAPA determination has been initiated. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.